Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The customer also reported that there was loss of communication between the insulin pump and the transmitter. It was indicated that the correct transmitter ID was not programmed into the pump. The customer was assisted with troubleshooting for loss of communication and transmitter did not communicate as it was not wirelessly connected to the pump. The insulin pump will not be returned for analysis.